Event description:
It was reported that the pod adhesive failed, resulting in the pod detaching from the infusion site on the hip/buttocks after approximately 5-24 hours of wear. The patient reported that this led to blood glucose levels increasing above 13.9 mmol/l (250 mg/dl). The patient applied a new pod and successfully resumed therapy. No medical intervention was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.